Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were experiencing high blood glucose. Blood glucose level at the time of the incident was 400 mg/dl which was treated with bolus and manual injections. Customer reported high blood glucose was due to bent cannula. The customer stated that she had lot of stress, father passed away last year, dealing with estates, covid, inactivity from covid and had some dental issues that had caused an infection. The insulin pump will be replaced, and customer agreed to return the product for analysis.